Event description:
The doctor reported the abutment screw fractured while being manually torqued.

Manufacturer narrative:
Unable to confirm the reported issue without a physical investigation for this reported incident. The reported product was discarded. The review of the product records did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.